Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint of unintentionally energy firing. The iesu unit energized and cauterized and all ports recognized instruments. The iesu will be returned to the manufacturer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the fenestrated bipolar forceps (fbf) instrument on the left hand, which was grasping the tissue, was fired unintentionally when the monopolar curved scissors (mcs) instrument on the right hand was fired. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and confirmed that the fbf instrument was on the universal surgical manipulator (usm) 1, and the mcs instrument was on usm 3. The tse advised the customer to move the fbf instrument away from the mcs instrument, reposition the grounding pad, and unplug the bipolar cord when activating the mcs instrument to resolve the issue. The customer will follow the tse¿s advice. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the right pedal was pressed for the mcs instrument firing. However, the color of the pedal was unknown. Only the vio integrated electrosurgical generator unit (iesu) was used at the time of the incident. The customer did not use double-cannulation during the surgical procedure. The cables were not bundled. It was possible that the monopolar energy cable and the endoscope cable were in proximity but not tangled. The mcs instrument was not in proximity with the fbf instrument. The mcs instrument tips were not in contact with tissue when the incident occurred. The customer resolved the issue by keeping the mcs instrument at a safe distance. The customer suspected the close distance or grounding pad position contributed to the reported issue. When the incident occurred, the fbf instrument tips wer in contact with the tissue. The type of tissue was unknown. There was no thermal damage to the tissue. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps (fbf) instrument auto firing, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced vio integrated electro surgical generator unit (iesu) since the surgeon was concerned the vio iesu output power. The system was tested and verified as ready for use. Isi received the vio iesu for evaluation. However failure analysis has not been completed yet. A follow-up MDR will be submitted if the fbf instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument auto fired during a da vinci-assisted low anterior resection surgical procedure. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.